Manufacturer narrative:
Baxter submitted an estimate for the repair to insurance on behalf of the customer. The authorization for repair of this bed was not accepted by the customer. Account is seeking to replace the bed. Based on this information, no further action is required. Per the baxter service manual, it is necessary for the resident ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Check the power cord, plug, and wiring for cuts, nicks, or breaks. Make sure that the wiring is routed where it is not pinched. Replace if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Although there was no reported injury with this event, if the report of a damaged power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report stating that resident bed frame power cord was frayed with exposed copper wires. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.